Event description:
Reportable based on device analysis completed on 31-mar 2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 20x3.5mm, eccentric, and de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified mid left circumflex artery. Following pre-dilatation, a 20 x 3.50 promus premier select drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device did not track due to the bend in the vessel. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a promus select ous mr 20 x 3.50 stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damaged at mid-section with stent strut lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.